Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to revert to a backup therapy using mdi and arranged for the customer to receive a replacement pump with updated software. Instructions for the return of the problematic pump and setup of the new one were provided, and the customer acknowledged the guidance.